Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 13dec2011. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instruct the user on how to setup and use the system monitor with the heartmate power module. Section 4 of the heartmate 3 IFU also informs the user how to properly insert the memory card into the slot of the system monitor. The heartmate system monitor instructions for use inform the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a damaged pin in the memory card slot was confirmed via evaluation of the heartmate system monitor (serial number: (B)(6) at the european distribution center (edc). The damage to the pin was observed during inspection of the returned unit, and the bent pin did not allow for a sd card to be properly inserted into the slot. The system monitor was functionally tested and otherwise performed as intended. The main pcb of the system was replaced, and the repaired unit passed each step of the functional checkout procedure. Preventative maintenance was performed, and the system monitor was returned to the rental pool. The root cause of the observed damage could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a card slot pin was damaged and the motherboard must be replaced.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval.. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.